Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the pacemaker analysis a visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected most likely due to the explantation procedure. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device was interrogated and the clinical observation was confirmed, the pacemaker was not interrogatable properly, either by applying the programming wand or using a strong magnet. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be sufficiently charged. The current consumption was as expected. Further investigations on the electronic module revealed that the magnetic switch of the device was found damaged. In summary, the clinical observation resulted from a damage of the magnetic switch. However, the therapy functionality was not compromised. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
Ous MDR - this device could not be interrogated. Because of this, the physician decided to explant the pacemaker. No dates were provided by the country of origin. The pacemaker was returned for analysis.